Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Reportedly, at an unknown time post-op, the patient developed "extreme pain and discomfort."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with multiple recurrent l2-3 disc herniation and underwent the following procedures: l2-3 revision laminectomy and discectomy. L2-3 transforaminal lumbar interbody fusion. Application of interbody device(peek cage filled with bmp). Posterior spinal fusion l2-3. Segmental instrumentation l2-3. As per op-notes,¿ I chose a 14-mm spacer based on the height of the other disc spaces. Once I had gotten my trials in, I then placed a peek spacer in the l2-3 interspace filled with bone morphogenic protein. I examined it on ap and lateral views and it was found to be in excellent position. At this point, I examined the nerves along their length. There was no further disc material on the nerves and they appeared to be in good condition.¿ the patient tolerated the procedure well without any intraoperative complications. (B)(6) 2006: the patient was discharged from the facility.